Event description:
It was reported that this inflatable penile prosthesis (ipp) replacement was explanted as it was not working. During the procedure, it was found that there was a fluid leak caused by a hole in a cylinder. All components were removed and a new device was implanted. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: laboratory analysis did not confirm the reported clinical observation of a fluid leak. However, the pump did not pass functional testing which is the most likely cause of the clinical observation of the device not working. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The cylinders and pump were visually and microscopically inspected, and leak tested; the cylinders were also pressure tested and the pump was functionally tested. The cylinders passed all testing. The pump did not pass the functional test as it did not pass activation testing. These pump issue could affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not working. During the procedure, a fluid leak caused by a hole in a cylinder was identified. All components were removed and a new device was implanted. There were no patient complications reported.